Manufacturer narrative:
The inspection of the device by (B)(4) confirmed the following; a defect of the printed circuit board was confirmed. (B)(4) guessed that the reported events was caused by the defect in the printed circuit board. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
The customer requested repair and sent the device to olympus. Olympus inspected the device at the service department of olympus (B)(4). The device was tested and a complete loss of image function was observed when the device was connected to the video processor. Moreover, a color bar was displayed on the monitor instead of the endoscopic image plus an error message with the dedicated number e315 was also shown. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based upon the inspection result by olympus france s.a.s. (Ofr), olympus medical systems corp. (Omsc) assumed that the endoscopic image abnormality was caused by the defect of the printed circuit board. This defect may have caused the detection to malfunction and display an e315 error and a color bar. If significant additional information is received, this report will be supplemented.